Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse asked if there was a way to monitor the patient's temperature on the arctic sun device without having therapy running. The patient temperature showed dashes and was not giving an actual temperature on it. Discussed monitor mode for therapy. Nurse confirmed, the upper limit set to 38.3c and the lower limit set to 36.5c. The normothermia targeted temperature (tt) was 37c and rate was 0.5 per hour. The start button under monitor mode was greyed out. Confirmed they have a foley probe connected to device and temperature cable was plugged into patient temperature (pt) 1. Nurse had tried unplugging the probe and plugging it back in, but the patient temperature still did not display. They did not currently have a second temperature source. Nurse would check with the primary nurse and try a new temperature probe as it seems to be the foley temperature probe issue. Encouraged nurse to call back if they continue to have issues. Per follow up information received via task on 12dec2025, spoke with nurse who confirmed replacement of the foley probe and patient temperature 1 displayed and not sure if the probe was kept, but doubts it because they did not often keep biohazardous product on the unit.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center & children's hospital - (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse asked if there was a way to monitor the patient's temperature on the arctic sun device without having therapy running. The patient temperature showed dashes and was not giving an actual temperature on it. Discussed monitor mode for therapy. Nurse confirmed, the upper limit set to 38.3c and the lower limit set to 36.5c. The normothermia targeted temperature (tt) was 37c and rate was 0.5c/hour. The start button under monitor mode was greyed out. Confirmed they have a foley probe connected to device and temperature cable was plugged into patient temperature (pt) 1. Nurse had tried unplugging the probe and plugging it back in, but the patient temperature still did not display. They did not currently have a second temperature source. Nurse would check with the primary nurse and try a new temperature probe as it seems to be the foley temperature probe issue. Encouraged nurse to call back if they continue to have issues. Per follow up information received via task on 12dec2025, spoke with nurse who confirmed replacement of the foley probe and patient temperature 1 displayed and not sure if the probe was kept, but doubts it because they did not often keep biohazardous product on the unit.